Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related. The cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem. Evaluation summary: the actual device was not received for evaluation. Performance data was collected from the device and analyzed. No anomalies were found.